Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a just right stapler procedure on (B)(6) 2025, the physician was performing a lap gallbladder removal, the physician was working on the cystic duct and mentioned that the clamp could not be used due to the thickness of the tissue. When the staples were deployed it was reported that only half way and there was a cut that was not stapled. The physician had to resect the part that misfired. The procedure was completed using an endo loop and the device was discarded. No other information available.